Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10. Mayfield ultra base unit (a2101) was not returned for evaluation; therefore, an evaluation of the device could not be performed, and the issue reported by the customer could not be determined. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the primary rod of a2101 mayfield ultra base unit was bent and the locking mechanism would not slide easily across the bar. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.